Event description:
It was reported that the health care professional requested review of the presenting electrogram stored by the cardiac resynchronization therapy defibrillator (crt-d) system including this left ventricular (lv) lead. Technical services (ts) advised there are two unique morphologies on the presenting electrogram. One biventricular pacing morphology and one biventricular pacing with fusion morphology. However, ts advised lv lead capture cannot be confirmed. Ts recommended the patient be seen in clinic and threshold testing completed to confirm lv capture. Additional information has been requested but was not provided at this time. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.